Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified right coronary artery. The physician used a 3.00 x 38mm promus element mr sds to the lesion and the stent failed to cross the lesion. While withdrawing the stent from the lesion, the physician observed the stent lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified right coronary artery. The physician used a 3.00 x 38mm promus element mr sds to the lesion and the stent failed to cross the lesion. While withdrawing the stent from the lesion, the physician observed the stent lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed a kink in the hypotube. Visual and microscopic examination identified stent damage. The struts on the ninth row in from the distal end of stent were raised up and bent back distally. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location per process during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination identified the hypotube was kinked 720mm distal to the strain relief. Several smaller kinks were noted along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).